Event description:
A patient reported their fasttake meter would only display "lo" and "error 2" messages. Patient had symptoms of dizziness, shakiness and headaches. Patient treated themselves with insulin shot. No further information has been reported.